Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at the time of alarm. Multiple attempts were made by tandem technical support to follow up with the customer to ensure if the pump turned on after charging it for a hour; however, no response from the customer was received. Reportedly, the customer reverted to insulin pens for insulin therapy.